Event description:
Procedure type: unknown. According to the reporter: when the balloon was infused 25cc air, it burst. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).